Event description:
The customer reported that he was hospitalized with low blood glucose levels in the range of 30 mg/dl. The customer stated that he had been experiencing low blood glucose levels for a few weeks prior to the event. Troubleshooting was performed, and found that the fixed prime was set to 3.0, not 0.3. Assisted in programming the correct amount. Advised to also review the basal rate settings with his hcp. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.